Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation of the returned instrument revealed that two stent struts are bent outwards at the distal end of the stent. Judging from the x-ray markers the stent is not displaced. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. The angiographic material provided shows the target lesion in the rca and its treatment. The complaint instrument is visible failing to cross the previously implanted stent two times. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the deformation is most likely related to the crossing of the previously implanted stent.

Event description:
The orsiro drug-eluting stent system was selected for use. During the procedure the orsiro could not pass the calcified lesion in the rca.